Event description:
A report was received from the USA stating that the device was experiencing "intermittent operation." It is known that this event did not occur during surgery. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. No additional information available. If any additional information should become available, the notification will be updated accordingly. (B)(4).